Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the displacement test due to excessive axial play motor. The unit had a scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the alarm occurred during the rewind/prime sequence. During troubleshooting, they attempted to perform the rewind process again but it was not successful. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.